Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 stopped working. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and identified an error 23118 followed by an error 23087 pointing to a hall sensor/ encoder issue in the usm3. The tse informed the customer that the arm was not usable anymore. The surgeon was not able to finish the procedure without usm3 and decided to convert to an open surgery. There was no report of patient injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the system functionality was checked when powered on and no errors were observed. When the reported issue occurred, the intervention has been going on for approximately 45 minutes, the ports were just placed and we were about to start the actual operation from the console. The procedure was successfully completed with the conversion to open surgery with no complications. Due to this issue, the reporter indicated that the operation was prolonged for approximately 60 minutes as it was necessary to make the concerned arm working and then the approach about how the procedure will continue, was decided. After removing the da vinci system, the open surgery was then prepared and carried out to the same place. There was no harm or injury to the patient. Patient is a 59 year old female, born (B)(6) 1962, weighing 64 kg. The relevant test for the procedure is only the urodynamics with vaginal setting and cystoscopy dated (B)(6) 2022. With the result of urge incontinence in hypocapacitary, hypersensitive, from 300 ml sensorimotor unstable urinary bladder. Second-degree cystorectocele with residual urine and recurrent urinary tract infections. Recurrent urinary tract infections and residual urine formation with second degree cystorectocele with after injection of 100 iu botulinum toxin into the detrusor muscle (B)(6) 2022 for urge incontinence at that time with hypocapacitary, hypersensitive, from 200 ml sensorimotor unstable bladder. Secondary diagnoses: after open hysterectomy 20 years ago.arterial hypertension, persistent lumboischialgia on the right side in s1 dermatome due to intervertebral disc prolapse with z.n. Microsurgical nucleotomy and sequesterectomy lwk5/swk1 right with widened interlaminar fenestration, after ventral cage fusion hwk (B)(6) 2013 reflux oesophagitis, sorbitol intolerance as well as novalgin and propofol intolerance.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced universal surgical manipulator (usm) 3 to resolve the issue. Following service, the system was tested and verified as ready for use. Isi has received the usm3, but the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation and/ or if additional information is received. A log review confirmed the procedure date of 17-aug-2022 on system sk4094. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to an open surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the customer reported complaint. When the usm was tested on an in-house system, the usm failed normal mode as it triggered error 23087. The system and remote fe logged errors of 23087 & 23138 on axis 5 point to carriage. During inspection of the carriage assembly, no debris nor particulate was found on rotor mirrors and instrument sterile adapter (isa) window. The flex cable was connected without issue. The usm went through more testing on the patient side cart (psc) fixture test platform (pftp) and passed all required tests, however, failed sine cycle (error 23138 on axis 5). Instrument sterile adapter (isa) board will be replaced as a fix to the reported problem.